Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported that the device was not functioning. The device was evaluated by the customer and the philips field service engineer (fse). After running various tests, the fse was not able to indicate what fault was presented by the equipment. Moreover, it was reported that no alarms were found in the error log. It was found that the ventilator was broken due to damaged done on the unit. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. It was reported the ventilator was swapped due to abuse that was done to the unit.

Manufacturer narrative:
G4:24feb2021. B4:06mar2021. H11:g5:k102985. H10: the device was not in clinical use at the time the issue was discovered. The customer reported that the device was not functioning during the pre-use setup. There was no patient or user harm reported. There was no delay in patient therapy. The device was evaluated by the customer and the international philips field service engineer (fse). After running various tests, the fse was not able to confirm the reported malfunction of the ventilator not functioning, and no alarms were found in the error log. During service, it was found that the ventilator cooling fan was damaged. Following the evaluation of the device, the fse replaced the damaged cooling fan and put the ventilator back in service. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.